Manufacturer narrative:
Results: the 5f select was ovalized approximately 9.0 cm, 44.0 cm ¿ 44.5 cm, and 48.5 cm ¿ 51.5 cm from the hub. The 5f select had a bend approximately 22.5 cm from the hub. Significant resistance was encountered at the ovalization 51.5 cm from the hub while attempting to advance the 5f select through a demonstration catheter. Conclusions: evaluation of the returned 5f select revealed an ovalized and bent device. If the device is forcefully gripped during insertion or preparation, damage such as ovalization may occur. The ovalizations likely contributed to the inability to advance the 5f select through the hub of a neuron 070. Further evaluation revealed a bend in the device. Based on the return condition, the bend is likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a neuron select catheter 5f (5f select). During the procedure, the physician was unable to advance the 5f select through the hub of a neuron 6f 070 delivery catheter (neuron 070); therefore, the 5f select was removed. The procedure was completed using a new 5f select and the same neuron 070. There was no report of an adverse effect to the patient.